Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a flush and loose drive support disk. No motor error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube window and lip, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned several motor error alarms. Blood glucose level was not provided. No further information was provided.